Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterotomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: device dislocation.'' Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysteroctomy). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: device dislocation.'' Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.